Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 6 of 8 reports for the same patient. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported that the omnipod system, operating in modified closed-loop mode, delivered insulin in response to elevated cgm readings (250-275 mg/dl). However, the patient expressed concern that these cgm values were inaccurate. As a result, the patient experienced hypoglycemia requiring emergency intervention. Emergency medical technicians (emts) administered IV glucose. During evaluation, the bg values fluctuated between 133 mg/dl, 300 mg/dl, and 156 mg/dl. At the time the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.